Event description:
The following was reported: mics screw at bottom of handle fell out and underneath handle has residue on it. Case type / application: tka.

Manufacturer narrative:
Reported event: an event regarding foreign matter involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: per procedure, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Device not returned.

Event description:
The following was reported: mics screw at bottom of handle fell out and underneath handle has residue on it. Case type / application: tka.

Manufacturer narrative:
Reported event. An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results. Product evaluation and results: 7.1.2 handpiece visual inspection. Handpiece mics 09063-r. Inspected and determined failure of the following test steps: 7.1.2 handpiece visual inspection loose screw. 7.1.5.3.4 tn 0835 cable functional (new cable) n/a. Original description confirmed. Disposition: rtv. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.